Event description:
The following has been reported: meds leaking, service needed, no logs, no known patient harm and no known delay to care. A preliminary review of the device logs was not performed. The device was returned for evaluation. During mock infusion the unit exhibited a state 1 error. Log files indicate sensor hardware failure (set ID sensor). Performed the set ID admin test and the unit failed. The lower loading pins and vr coupler are exhibiting drag. Removed and cleaned lower loading pin and vr coupler. Verified lip seals are ok. The lcd screen is damaged due to broken screw mounts. The set ID and lcd touch screen will be removed and replaced during the repair process. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. The affected loading pin(s) shall be replaced as part of the repair process. Reporting as a conservative measure for the set ID issue identified during investigation. No adverse effects were reported.